Event description:
Procedure: sigmoid resection. According to the reporter: the staple line leaked in two areas of staples did not form properly. A re-anastomosis was performed and additional tissue was resected. No patient information was available.